Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure, name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/ concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/ device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/ location, symptoms and diagnostic confirmation? Location and character of the pain? What medical intervention was given for the pain management? Results? Describe any medical/ surgical intervention for exposure and pain including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2017 date and the mesh was implanted. It was reported that post implant, the patient had mesh exposure, soreness, discomfort and tenderness per vaginum. It was further reported that the patient had a revision of the exposed tape on (B)(6) 2017. The vaginal tissue was released and closed over. There was no mesh excision performed. A cystoscopy was performed. The device remains implanted. Additional information was requested.